Event description:
Additional information received reported that the cause of the event was unknown.

Manufacturer narrative:
Product ID: 3487a-56, lot# v818007, implanted: (B)(6) 2011, product type: lead. (B)(4). Refer to manufacturer report number 6000153-2015-00537 for other lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was not applicable. The outcome was unresolved with no further action planned. Interventions included reprogramming. Diagnostic methods included imaging which showed medical migration of the bilateral neruoelectrodes. Fluoroscopic imaging showed medical migration of the peripheral neruoelectrodes. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as lead 1 and lead 2 which were connected to the implantable neurostimulator (ins). Relevant medical history included: spinal pain.